Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his last blood glucose was 500 mg/dl to 550 mg/dl most of the day. Customer woke up high at 550 mg/dl so he bolused. Customer was still high later in the day so he bolused again but it had no effect. Customer's blood glucose came down around dinner after taking a shot. Customer changed the infusion set out and the cannula was straight. Customer stated that he thinks there was something in the tube. Customer tried to put insulin through the old set and barely a drop came out of the cannula. Customer tried putting 3 units through. Customer was at work and stated that he will call after work when he is free.